Event description:
Device malfunction: unk. Symptom/ae: failure to achieve hemostasis. Time of symptom/ae: during/post-procedure. It was reported that during/post a left internal carotid artery (lica) stenting procedure, the pt experienced a stroke. A rx accunet embolic protection device (epd) was positioned, and a rx acculink stent was implanted in the lica. During postdilatation, using a viatrac 14 plus balloon, the pt experienced bradycardia that resolved immediately after balloon dilatation. After the epd was removed, angiography showed 20%, eccentric, residual stenosis. Additional post-dilatation was considered; therefore, a second rx accunet epd (part 1011649-75, lot 8012851) was advanced and positioned. An unidentified balloon did not cross the stent and post-dilatation was abandoned. The epd was removed and the procedure was completed. Immediately post-procedure, it was noticed that the patient had right sided hemiparesis. CT/angiogram of the head showed an acute lacunar infarct. Left middle cerebral artery thrombolysis with tissue plasminogen activator was performed. Femoral arteriotomy closure was attempted using a starclose device; however, there was an unspecified mechanical failure and hemostasis was achieved using manual compression and a femstop device. The pt's hemiparesis improved and he was discharged to rehabilitation. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. Evaluation summary: the device was not returned; without device investigation, a specific root cause for the failure to achieve hemostasis could not be determined. The lot number was not identified; therefore, a device history record review could not be performed. The rx accunet (part 1011649-75, lot 8012851), is being reported under medwatch #3004742046-2009-00073.